Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Discarded.

Event description:
Patient had a tha (B)(6) 2015, patient was doing physical therapy and felt a pop, but didn't think any thing of it, patient began to have pain in her left hip, came to doctor's office and patient's cup migrated into the pelvis breaking the screw that was in patient's cup. Patient was then ordered for surgery, patient came to surgery, doctor removed cup and broken screw, removed ceramic head, doctor put zimmer modular revision cup, doctor wanted to use a ceramic head again, I told the doctor that I would advise not to use another ceramic head as it would be an off label application, he knew that and used new ceramic head.

Manufacturer narrative:
An event regarding loosening of the shell involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a tha (B)(6) 2015, patient was doing physical therapy and felt a pop, but didn't think any thing of it, pstient began to have pain in her left hip, came to doctor's office and patient's cup migrated into the pelvis breaking the screw that was in patient's cup. Patient was then ordered for surgery, patient came to surgery, doctor removed cup and broken screw, removed ceramic head, doctor put zimmer modular revision cup, doctor wanted to use a ceramic head again, I told the doctor that I would advise not to use another ceramic head as it would be an off label application, he knew that and used new ceramic head.